Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. Fa found the primary failure of the broken main tube to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have broken main tube and a piece measuring proximately 0.207¿ x 0.261¿ was not returned with the instrument. The root cause of the broken instrument main tube is typically attributed to mishandling/misuse. Additional observations that are related to the customer reported complaint were also identified. The fenestrated bipolar forceps instrument was found to have a dislodged proximal clevis, along with the grip assembly. The grip assembly was returned with the instrument. This failure was likely caused by the broken main tube and the root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a broken grip cable at the proximal clevis and the root cause of this failure is attributed to mishandling/misuse. The fenestrated bipolar forceps instrument was found to have a broken pitch cable at the proximal clevis. This is the new design and the crimp is not readily visible during fa. From engineering review, the crimp will not fall out unless the grip assembly is severely damaged and there is no material missing. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to mishandling/misuse. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at the proximal clevis. The instrument failed the electrical continuity test. No signs of thermal damage or damage to the conductor wire insulation were observed. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps (part number 471205-17/lot number k12220307 0046) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system sk1333. The alleged instrument had 13 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk1333. Isi received an image related to the alleged complaint. A review of the image was conducted by isi failure analysis engineer (fae) and following additional information was provided: it looks like the fenestrated bipolar forceps instrument wrist was dislodged from its normal position and the instrument had a broken grip cable. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument broke and pieces fell inside the patient during a da vinci assisted procedure. The fragments were retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the corner of the fenestrated bipolar forceps instrument shaft was stuck on the cannula while removing the instrument from universal surgical manipulator (usm)2. The fenestrated bipolar forceps instrument was torn off and damaged. The broken instrument pieces fell into the patient and were removed. The procedure was completed as planned with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information on 20-may-2022. The customer used a forceps instrument to remove the fragments from the patient and an x-ray was performed to confirm if all fragments were retrieved. There was no additional surgical procedures required to remove the fragments. The fenestrated bipolar forceps instrument was inspected prior to use and no damaged was noted. This was the first use of the instrument. The fenestrated bipolar forceps instrument did not collide with any other instruments or other hard material during the surgical procedure. The customer is unsure if the instrument wrist was straightened prior to removal. There was no patient injury and the patient has not returned with any complications. The procedure was completed with back up instrument.